Event description:
Clinic notes dated (B)(6) 2016 were received on 08/16/2016. The notes state that there is an exposed lead from the vns unit. The patient is being referred for this issue. Clinic notes dated (B)(6) 2016 state that the patient has a vagal nerve stimulator surgical wound infection. This issue was stated to have begun on (B)(6) 2016 and the location of the infected site is the generator/chest site. It is unknown what may have caused the infection and no known trauma occurred. Interventions will be taken although no surgical intervention has occurred to date.

Event description:
It was reported on 09/08/2016 that the patient underwent a full replacement on (B)(6) 2016 due to the exposed lead at the generator site.